Event description:
A pt reported they were unable to get a reading on their meter. Meter allegedly would only prompt "not ok" message. Issue was not resolved after troubleshooting. There was no result on meter. No other tests or comparisons. No treatment or adverse event was reported. No additional info has been reported.